Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for an impedance out of range warning. An interrogation report shows high impedance. It was noted that the lead was reprogrammed and the alert was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.